Manufacturer narrative:
Initial and final MDR 1884761 - device 3 of 3. Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 3 infusion sets had damaged primary packaging during the final sterilization process, because of that patient faced problem either when applying the set. No further information available.